Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer stated he woke up with his blood glucose over 500mg/dl. Customer stated he had not ate anything since last night. Customer reported they do not have a backup plan. Customer treated for high blood glucose, but it is unknown the exact amount of insulin he treated with. Customer decline troubleshooting, he will monitor and call back if blood glucose continue to elevate. The customer's current blood glucose was 405mg/dl.